Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to call the v-go user, but the phone number on file is that of the patients nurse practitioner (np). The np did not give the patient's phone number but was knowledgeable about the details leading up to the adverse event. She stated that the patient, who was new to the v-go 20 device became confused. He had given himself an additional 17 units humalog via the pen, thinking he was giving his nighttime lantus. He told her he saw the pen sitting there and he gave himself the insulin without thinking. He is supposed to give two clicks for breakfast, four clicks for lunch and six clicks for dinner. He developed serious hypoglycemia with a glucose level of 46. He was treated as an inpatient and spent one night in the hospital. The nurse practitioner states the patient lives alone, and has a history of pancreatic ca as well as stage 4 kidney disease. She states that the patient will be coming in with all of his meds and she will go over them. The patient will be seeing her two times a week. He will receive additional education as well as start wearing a dexcom continuous glucose monitor (cgm). This is a serious adverse event, not caused by the device.

Event description:
A v-go trainer reported a patient she trained was wearing the device and he clicked it 6 times due to his confusion and his sugar level went so low he had to be taken to the hospital by ambulance. She stated he gets confused easily and has no one to help him. The patient thought he was using the lantus instead of the v-go-20 and clicked it as if he was taking his bedtime dose of lantus. It was reported that the patient realized that it was his error. It was unknown if the patient is type 1 or type 2 diabetic. There is no device available for return to the manufacturer for evaluation.